Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right atrial lead exhibited failure to capture. The right atrial lead was not implanted. Patient was stable.